Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 530mg/dl. Customer's blood glucose value was 530mg/dl at the time of the call. Customer stated that they had communication issues between insulin pump and transmitter and also sensor issues. Customer stated that insulin pump alarmed weak signal and no signal. Customer stated that issue was resolved by having transmitter and insulin pump on the same side. Customer stated that they have experienced several high blood glucose readings due to no delivery but issues were resolved with infusion set and reservoir change. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.